Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was stuck in standalone mode. Technical services had them reboot the system. They disconnected the umbilical cable, powered off the image acquisition system (ias) and mobile view station (mvs), then reconnected the umbilical cable, and then powered them back on. This resolved the issue and caused 10-15 minute delay to the case. There was no impact on patient outcome.